Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the reported event is due to component failure. However, a root cause is unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the colonovidescope, the image was observed flickering and distorted. There was no patient involvement.